Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. No reported impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.